Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported via social media that the patient's alarm was beeping for over a week and the patient was unable to identify the source of the sound. Due to the nature of the social media, no further information was available.